Event description:
MFR received a medwatch report stating that a person using a three wheel scooter for the first time tipped over. As a result of this incident, the user allegedly sustained a broken arm. No device malfunction has been reported.